Event description:
The device was implanted in the l5/s1 disc space. The cage backed out. Doctor performed revision surgery, removed the cage and packed the disc space with bone graft.

Manufacturer narrative:
The surgeon reported that he does not consider this to be a device related problem. He believes that the use of the proper height cage was limited by his exposure of the site and that the device he selected and implanted was in fact undersized for the disc space. The implant was not returned for evaluation. The device history records for lot us612q were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications.